Event description:
It was reported that the user announced a meal at a buffet, consumed more than expected, experienced hyperglycemia up to 340 mg/dl, and administered a subcutaneous insulin pen injection while remaining connected to the ilet, after which glucose returned to range without subsequent hypoglycemia. Supplies were reported to function normally, and the device component implicated was the user interface in the context of meal announcements and incorrect meal size. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or impact and no need for medical or non-medical assistance. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.